Event description:
It was reported during post market survey that some of the customer's etco2s had error code 570.6200 during device set up. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported during post market survey that some of the customer's etco2s had error code 570.6200 during device set up. There was patient involvement but no harm.